Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Post op patient had to have a gamma nail removed due to cut out and medial migration of the lag screw.

Manufacturer narrative:
Event description does not refer to a discreapancy - thus, associated item.

Event description:
Post op patient had to have a gamma nail removed due to cut out and medial migration of the lag screw.